Event description:
A report was received that the bsn sales representative could not reprogram the patient's ipg. The remote control showed an error code 00100010h0. The patient will undergo a revision procedure to replace the ipg.

Manufacturer narrative:
Device evaluation indicated that the ipg complaint was confirmed. The source of the error code 10h0 was verified to be the corrupted diagnostic page of the seeprom 1.

Event description:
A report was received that the bsn sales representative could not reprogram the patient's ipg. The remote control showed an error code 00100010h0. The patient will undergo a revision procedure to replace the ipg.

Event description:
A report was received that the bsn sales representative could not reprogram the patient's ipg. The remote control showed an error code 00100010h0. The patient will undergo a revision procedure to replace the ipg.

Event description:
A report was received that the bsn sales representative could not reprogram the patient's ipg. The remote control showed an error code 00100010h0. The patient will undergo a revision procedure to replace the ipg.

Manufacturer narrative:
Additional information was received that the patient will not undergo a revision procedure. There will be no further course of action. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced due to device malfunction. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Correction/removal number: z-0960-2008 z-0961-2008.

Event description:
A report was received that the bsn sales representative could not reprogram the patient's ipg. The remote control showed an error code 00100010h0. The patient will undergo a revision procedure to replace the ipg.